Manufacturer narrative:
After further review on (B)(6)2019 , it was noted that a correction to the event description was needed for the patient consequence and intervention that was initially reported on the initial 3500 a report submitted on (B)(6)2019 . In the initial 3500a report (mwr-23092019-0000537867) submitted on (B)(6)2019 , the following was reported: ¿a 23-year-old male patient (99.7kg, 203.2cm) underwent a cardiac ablation procedure on (B)(6)2019 with a thermocool® smart touch¿ bi-directional navigation catheter and developed migraine and numbness to upper and low extremities.¿ the correction is as follows: ¿a 23-year-old male patient (99.7kg, 203.2cm) underwent a cardiac ablation procedure on may 29, 2019 with a thermocool® smart touch¿ bi-directional navigation catheter and developed atrial fibrillation requiring cardioversion.¿ manufacturer's reference # (B)(4).

Manufacturer narrative:
During an internal review on 6/5/2020, a correction was identified that the concomitant products were not included in the 3500a initial report. Therefore, processed the "d11. Concomitant medical products and therapy dates" section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30097130m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. It was reported that a (B)(6) male patient ((B)(6)) underwent a cardiac ablation procedure on (B)(6) 2019 with a thermocool® smart touch¿ bi-directional navigation catheter and developed migraine and numbness to upper and low extremities. On (B)(6) 2019, two months post-procedure, the patient suffered atrial fibrillation. Intervention included electrocardioversion and pharmacological cardioversion. Additional hospitalization was not required. The patient's conditions resolved and recovered. No biosense webster, inc. Product deficiencies were reported. The principal investigator assessed this event as moderate in severity, not serious, not related to study device, not related to biosense webster, inc. Non-investigational, possibly related to the study procedure. In the opinion of the investigator, this event was not expected. During the procedure, 69 radio frequency applications were delivered.